Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had software low level failure and frozen display. Customer¿s blood glucose level was 97 mg/dl at the timer of incident. Customer reported the screen was not completely blank and the alarm occurred after the time that the buttons were not responding. Customer stated that the buttons were working. Customer was unable to successfully clear the alarm, able to rewind and passed the self test. The insulin pump will not be returned for analysis.